Manufacturer narrative:
Other, other text: a1, b5 and h6 health effects; updated.

Event description:
Additional information received via email. The customer stated that there was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ventilator had damage to knobs. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
One device was received. Visual inspection noted the front panel was bent and four (4) cracked small knobs. The complaint was confirmed, and the root cause attributed to user interface due to impact. A device history record (DHR) review was not performed as there was no indication of a manufacturing defect during the investigation. Actions taken: replaced cracked knobs. Replaced MRI battery, sintered filter, o-rings and case label kit for the preventative maintenance (pm). Reset patient pressure cycling light emitting diode (led) and adjusted peep control valve to tolerance. Performed preventative maintenance (pm), cleaned unit and affixed new service label. Device passed all functional and delivery tests.